Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown unknown t handle.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is 168 centimeters in height. An event regarding alleged screw disassociation involving an unknown t handle was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported as part of the secur-fit advanced clinical study that during surgery for a study subject, the or staff noticed that the t handle that goes into the reamer had two screws missing. The staff was unsure of where these screws had gone. After surgery an x-ray was done of the subject and it was confirmed that there were no foreign bodies present in the subject's body.

Event description:
It was reported as part of the secur-fit advanced clinical study that during surgery for a study subject, the or staff noticed that the t handle that goes into the reamer had two screws missing. The staff was unsure of where these screws had gone. After surgery an x-ray was done of the subject and it was confirmed that there were no foreign bodies present in the subject's body.